Event description:
It was reported that the pt was admitted to the hosp after arresting at home. The iab was placed without difficulty. After 30 minutes of use, the low battery alarm was noted, and the pump shut down. The pt was transferred to another pump, but suffered a massive mi which was unrelated to this event.